Manufacturer narrative:
Concomitant medical products: 407652, lead, implanted: (B)(6) 2007, 419388, lead, implanted: (B)(6) 2007.

Event description:
It was reported that a lead integrity alert (lia) triggered due to a high sensing integrity counter (sic), noise, and increase in pacing impedance on the right ventricular (rv) lead. It was also noted that the lead exhibited a decrease in r wave amplitude and there was intermittent t-wave oversensing (twos). An x-ray was performed, which revealed that the lead was at a ninety degree angle in the pocket. Oversensing was reproducible when pressing on the header area. A possible fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.